Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was im planted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient¿s burr hole cap and lead were exposed. The burr hole cap erosion issue was identified at a programming visit with their neurologist. It was identified during examination with mention of the opening over the patient¿s burr hole cover. No troubleshooting was performed, no actions/interventions were taken, and the issue was not resolved at the time of report. The patient was advised to seek an appointment with a plastic surgeon for wound revision. Surgical intervention hadnot been planned or occurred. On (B)(6) 2016, additional information was received from the hcp reporting that the cause of the erosion was not determined but they believed the erosion and lead exposure issue was most likely related to ¿patient anatomy, wound healing .on (B)(6) 2018, additional information was received from the rep indicating that the patient's complete system was explanted due to complete erosion at lead/burr hole location.it was explanted on (B)(6) 2018. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the lead had been discarded by the institution and would not be returned for analysis. It was also mentioned that the patient was recovering from infection and the issue had been resolved with the explant.